Event description:
It was reported that during a gastric bypass procedure, the staples would not release. Another like devie was used and it worked properly to completethe case.

Manufacturer narrative:
Firing mechanism damaged evaluation summary: the instrument was returned with the knife exposed halfway into the channel; otherwise in good visual condition and with no cartridge loaded. No functional test could be performed as the firing mechanism damaged. When disassembled, two firing trigger teeth and the left shroud pinion axle support were noted to be damaged. Cartridge b and c were returned 1/2 partially fired; however, cartridge c was found to have the pan and lockout missing. Catridge b batch y5eh7d, cartridge c batch y5ve4.